Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: nvotes hysterectomy. Event description: the event date is unknown. The meeting was on friday (B)(6) 2022 in a601. We were in the meeting with [surgeon name-redacted], [applied medical member's names - redacted]. During the site visit of [surgeon name-redacted], we discussed which sealing technique he used when sealing the uterine artery in a vnotes procedure. Then he told us that he had heard from a colleague that yesterday, a patient had a bleeding after a vnotes procedure, and he thought that this might be due to the sealing technique used. But he was not sure, because he didn¿t discuss the procedure yet with the surgeon involved. Since we did not discuss the event any further, we don¿t know if a voyant device was used. After following up with [surgeon name -redacted] on this incident, he mentioned that he would confirm with the surgeon if a voyant device was used and if they want to share more information about this incident, but we did not receive this information yet. Additional information received 26jul22 by [name]: I have details about the bleeding occurred after a vnotes hysterectomy occurred to my collègue [surgeon name-redacted] from toulouse. She just gave autorisation for exploring the causes of this threatening bleeding happened a few hours post operatively and to declare the case. I put her email address in copy. She used a voyant alone without additional bipolar energy. I have her video and will give to her my opinion on the bleeding. She is ok to have a visit from applied staff to discuss about the case. Intervention: ni. Patient status: post op bleeding.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, a video was provided by the complainant, which confirmed the bleeding. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of the harm resulting from this failure have been evaluated and were found to be at an acceptable level. Correction: section e1 was updated as the reporter info was incorrectly recorded in the submission of the initial medwatch #2027111-2022-00672.

Event description:
Procedure performed: nvotes hysterectomy. Event description: the event date is unknown. The meeting was on friday (B)(6) 2022 in a601. We were in the meeting with [surgeon name-redacted], [applied medical member's names - redacted] during the site visit of [surgeon name-redacted], we discussed which sealing technique he used when sealing the uterine artery in a vnotes procedure. Then he told us that he had heard from a colleague that yesterday, a patient had a bleeding after a vnotes procedure, and he thought that this might be due to the sealing technique used. But he was not sure, because he didn¿t discuss the procedure yet with the surgeon involved. Since we did not discuss the event any further, we don¿t know if a voyant device was used. After following up with [surgeon name -redacted] on this incident, he mentioned that he would confirm with the surgeon if a voyant device was used and if they want to share more information about this incident, but we did not receive this information yet. Additional information received 26jul2022 by [name]: I have details about the bleeding occurred after a vnotes hysterectomy occurred to my collègue [surgeon name-redacted] from toulouse. She just gave autorisation for exploring the causes of this threatening bleeding happened a few hours post operatively and to declare the case. I put her email address in copy. She used a voyant alone without additional bipolar energy. I have her video and will give to her my opinion on the bleeding. She is ok to have a visit from applied staff to discuss about the case. Additional information received from applied medical representative via email 18aug2022: eb215 was used during the initial procedure the origin of the problem was a bad sealing of the left uterine artery. When she identified the bleeding source, it has been resolved by the application of a bipolar instrument. The patient is well post-op bleeding the event unit hasn¿t been conserved. It hasn't been conserved because according to the surgeon, the voyant is not to blame. Additional information received from applied medical representative via email 5sep2022: video received intervention: when the surgeon identified the bleeding source, it was resolved by the application of a bipolar instrument. Patient status: post op bleeding. The patient is well.